Event description:
Related to (B)(4). The hospital reported that while doing a radial, the vasoview hemopro 2 would not cut thru the facia. It was heating but not cutting thru. They said that the jaws were misaligned/offset. This issue occurred with four kits. Cords, generator, adapter and the power ac cord were changed out, but the issue continued. There were no reports of blood transfusion or intervention. There was a procedure delay. They had to go open procedure to finish the case. There was no report of the patient's condition.

Manufacturer narrative:
(B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
N/a.

Manufacturer narrative:
Trackwise - (B)(4). The device was returned to the factory for evaluation on 08/05/2025. An investigation was conducted on 08/07/2025. A visual inspection was conducted. Signs of clinical use and there was no evidence of blood was observed. The heater wire was observed to be intact. There were no visual defects observed on the intact clear silicone insulation on both the cold and hot jaws. The shaft tip at the base of the jaws was observed to be slightly bent. The black sheath of the shaft was also observed to be peeled. The jaws were observed in an slightly opened state. The blue toggle was manipulated to close and open the jaws. The jaws were able to be closed with no physical or visual difficulties observed, however the jaws were unable to open all the way. The jaws closed partially but were aligned with each other. An electrical evaluation was conducted. A pre-cautery test was performed per the instruction for use (IFU) with a reference cable, adapter and reference power supply at level 3.0. The device turned on and an audible sound was heard when activating the toggle. The device passed the pre-cautery test. It produced visible steam and heat during ten (10) 3-second activations. The device was tested for the safety shut down system as the device would turn on and produced visible steam. An activation and transection capability test was performed over four (04) repetitions using "max life test method (B)(6). The device successfully transected tissue five (5) times. The jaws were gently cleaned of debris and char with a saline and gauze pad as indicated in the direction for use ((B)(6)). A temperature and resistance test was conducted to evaluate the device function per hemopro 2 final test (B)(6). The resistance value was measured at .67 ohms which is within specification. The device passed the temperature measurements test. The displayed temperature increased and turned green within the 2 second specified timeframe. Based on the returned condition of the device as well as the evaluation results, the reported failures "mechanical problem" and "failure to cut" were not confirmed, however, the analyzed failures "peeled; delaminated; shaft" and "material twisted/ bent shaft" were observed. The lot #3000481876 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failures.